Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. Patient reported that she is set on adaptive stim (as). Patient increased stim to 9.6 on the lying position and fell asleep and can¿t have the machine go back to its original setting from 6.2, patient is having 9.6 now. Patient was not sure if it locked in but needs to get the adaptive stim adjusted. Patient stated that therapy settings have not been helping/covering the pain and states she had a fall about the same time and then noticed a change in therapy. An event date was provided as several months ago. During the call it was confirmed that stim was on, therapy is on and as is enabled and controller is displaying correct position and amplitude. Patient stated that she is on program b. All groups are set at 6.5. The settings on each group is not strong enough. While on the call the patient was able to increase stim to 8.1 in the upright position. Patient was going to adjust the settings of the additional groups, lying right, lying left, lying back, upright and walking and will call back if additional assistance is needed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was change in programming. The issue was resolved. Patient provided their weight information. No further complications were reported.